Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's blower bellows, blower mount, machine flow sensor, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, and muffler assembly were replaced due to contamination, which was not related to the malfunction/issue.